Event description:
It was reported that information was received from a patient's representative regarding an external device. They had a damaged desktop charger cord. Caller said the tip is bent, the connection is loose, the screen shows the charger needs to be recharged reviewed a request will be sent to repair to replace the desktop charger. Reviewed wireless transition information and redirected to patient's doctor. During the call pt's spouse said they were very concerned the pt's implantable neurostimulator (ins) battery would go dead during the weekend because they use very high settings and recharge every day and tomorrow is a saturday. Caller said they think the port on the top of the recharger is destroyed and the patient's implanted neurostimulator battery was not charged yesterday. Reviewed the can be replaced and redirected to talk with the doctor about doing the wireless transition. Caller said they would call their doctor.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient requesting assistance on how to use the recharger. Reviewed info and patient was able to start a charging session.

Manufacturer narrative:
Analysis of (B)(4). Serial# (B)(6). Recharger found a cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.